Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reporeted that the dexcom cgm was not working. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported that when they put the sensor on, the cgm was asking them to calibrate and when the patient entered the calibration, it would not provide their blood sugar reading. The patient stated they felt sick and was nauseous and vomiting. The patient noted that she was not aware if she was hyperglycemic or hypoglycemic but that being high or low resulted in being hospitalized. There was no treatment information provided and according to the patient's boyfriend, it was reported that no medication provided to the patient during the event. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.